Event description:
Voluntary medwatch received states that the right atrial lead had exhibited low pacing impedance and noise over-sensing which resulted in atrial tachy response events. No intervention was performed. There were no patient consequences.